Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. 7.5 months later, the patient presented with leg cramps. The investigator noted the event as unknown in intensity. "Patient called and left message about leg cramps". Doctor returned call and left message on answering machine. Patient never called back. The outcome of the event resolved was the patient was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as trauma/overwork.